Event description:
A 56 year-old woman undergoing bilateral breast implants following a mastectomy sustained a superficial burn when the electrosurgical device began sparking. The sparking occurred at the junction of the bovie tip extender and the handpiece. Grounding pads were placed on each thigh and two electrosurgical units were being used.